Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient's nurse reported the patient had an episode of overfill. The patient's treatment data shows on (B)(6) 2018 the patient had a fill volume of 2002 ml during fill 3 of 5. The patient drained 1440 ml and proceeded to next fill cycle. During fill 4 2002 ml was added. The patient reported a scale reading error alarm that could not be cleared and treatment was discontinued without draining. During the day (B)(6) 2018 the patient reported feeling discomfort and performed a manual drain of 4500 ml. The discomfort subsided. The nurse reported there was no medical intervention needed and no serious injury. The cycler was later replaced. The reported large drain of 4500 ml was 225% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.